Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and main body of the minicap transfer set. The cap was screwing off the spring mechanism. The transfer set was replaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one actual sample was received for evaluation. A visual inspection, using the naked eye, was performed. Additionally, functional tests which included leak, clear passage and clamp functions tests were performed. The evaluation revealed the white twist sleeve was separated from the light blue main body and there was a leak through the set due to broken occluder feet beneath the white twist sleeve. The reported condition was verified. The sample failed to meet specifications. The cause of the condition could not be determined, however, potential causes could be if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set material or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.